Event description:
Echelon flex 45 power stapler using during laparoscopic appendectomy. The stapler fired correctly for the first load, however, the reload would not fire. After removing the stapler from the pt, the surgical tech was also unable to fire the stapler. Manual override did not work. No injury to pt. Ref to MFR 3005075853-2019-21115.